Manufacturer narrative:
(B)(4). The device was evaluated between (B)(4) 2014. The device was received for evaluation. A visual inspection noted white particles between 2.51 and 3.40 mm in size inside the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectrophotometer scanning. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to investigate the cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the reservoir of a large volume intermate. This was discovered during filling. There was no patient involvement. No additional information is available. This is report 2 of 2.